Event description:
It was reported that anomalous impedance, sensing, and capture threshold measurements were observed. Lead dislodgement found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.